Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. D2b pro code (product code): qrb.

Event description:
It was reported that the patient was experiencing burning sensation at the implantable pulse generator (ipg). The patient underwent a spinal cord stimulator (scs) system explant procedure.